Event description:
Caller reported that insulin gauge displayed an amount different than expected, with six instances noted over the past month and a half. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer loaded a new cartridge for each event. Technical support advised the caller to contact them for troubleshooting if the issue reoccurs.